Manufacturer narrative:
A field service engineer (fse) was dispatched and determined that the customer kinked some tubing when reinstalling the hydro back into the instrument. The fse secured some tubing wrap around the exposed tubing to reduce the risk of it getting kinked and instructed the customer to watch the tubing when pushing in the hydro assembly.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that there was a leak in the hydro compartment and an intermittent di water reservoir not filling flag from the unicel dxc 600 pro synchron chemistry analyzer. The customer was unable to locate the source of the leak. No injury or operator exposure was reported for this event.